Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated that a patient developed blisters. After a couple of weeks of usage, the blisters encompassed the entire area underneath where the product was placed. The patient tried additional products for relief however it appears the blisters did not disappear. No further patient results were reported.